Event description:
It is reported the device was implanted in 2004. Post-op the device loosened and was revised in 2006.

Manufacturer narrative:
This report will be amended when our investigation is complete.